Event description:
It was reported that the patient presented in the clinic for follow-up. The device was found to have exhibited post-paced t-wave over-sensing. Programming changes were discussed but not made at this time. The patient was stable.